Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of three prostyle devices were successfully pre-placed. The sheath was upsized to 14f. A navitor vision valve was implanted successfully with no issues during the implant process. Reportedly, after removing the 18f flexnav delivery system, the knots of all three prostyle devices were advanced successfully; however, it was noted that there was a femoral occlusion. The second prostyle device caused a dissection and the third prostyle device occluded the profunda femoris artery with a portion of the dissection. A wire was able to be passed past the occlusion to re-open the vessel. The vessel was then ballooned and stented. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. There was no conclusive cause(s) for the reported difficulty, and the relationship to the product, if any that could be determined. The reported patient effect of dissection is related to the circumstances of the procedure and is listed in the prostyle instructions for use as a known possible complication associated with minimally invasive procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.